Event description:
The patient contacted animas on (B)(6) 2015 alleging a history settings issue. The patient reported that they had a loss of prime warning and stated that their blood glucose (bg) dropped to 55mg/dl with unsteadiness when standing and walking and lethargy. The patient stated that they are not blaming the pump for the low bg but that they were working outside and usually use a temp basal which they did not today. They stated that the bg dropped and they self-treated with food and drink and the bg returned to baseline. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the temp basal setting.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: the pump powers to the verify screen with audible and vibratory features. Review of the total daily doses were found to correctly reflect the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Typical usage alarms observed in alarm history. No eaw¿s occurred during 24hr duration testing. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using the temp basal setting).